Event description:
It was reported that a stent profile problem occurred. Vascular access was obtained via antegrade approached. The stenosis was estimated to be greater than 90% and the carotid artery was mildly tortuous and severely calcified. An 8.0-21 carotid wallstent stent was advanced for treatment. During the procedure, the distal end of the stent did not open up during deployment after it was completely deployed. Another bare metal stent was placed in the distal end and completed the procedure. No complications reported.